Manufacturer narrative:
Product analysis: the device was returned with the stylette loaded in the inner lumen; the sheath was located on the stylette however was not positioned over the stent/balloon. There was no resistance removing the stylette and sheath from the device. The distal tip was slightly flared; however this damage is consistent with the use of the device in vivo. There was severe deformation on the stent proximal to the 3rd distal segment. The first three distal segments were located over the distal inner shaft marker and the distal balloon cone. The remaining segments were severely stretched, deformed and off the balloon. There were crimp impressions visible on the exposed balloon material. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a moderately calcified om lesion exhibiting 80% stenosis and no vessel tortuosity. The device was removed from packaging as per IFU and inspected with no issues noted. The lesion was pre-dilated and the physician proceeded to attempt delivery of the stent but resistance was encountered and the device failed to cross the target lesion. No excessive force was used. Upon removal of the device it was noted that the stent was deformed. No patient injury reported. Please note that this device, endeavor resolute, is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.